Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 02/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2015 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the complaint, the up arrow and down arrow keypad buttons were intermittently unresponsive; all other keypad buttons responded properly. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under all button contacts. A battery cap was not returned with the pump; a test cap was used to complete investigation.